Event description:
Same case as MFR report #: 2134265-2013-02615. It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occured. The 100% stenosed, 10 cm chronic total occlusion was located at the moderately tortuous and calcified left femoral artery. After crossing the lesion with a 2mm x 20mm x 142cm coyote es balloon catheters the device was inflated. The device ruptured on the first inflation at 12atm, a 2mm x 40mm x 145 cm coyote es balloon catheter and ruptured at 14atm after several inflations. The procedure was completed with symmetry, sterling, mustang and non-bsc balloon catheters. No patient complications were reported and the patient status is good.

Event description:
Same case as MFR report #: 2134265-2013-02615. It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occured. The 100% stenosed, 10 cm chronic total occlusion was located at the moderately tortuous and calcified left femoral artery. After crossing the lesion with a 2mm x 20mm x 142cm coyote es balloon catheters the device was inflated. The device ruptured on the first inflation at 12atm, a 2mm x 40mm x 145 cm coyote es balloon catheter and ruptured at 14atm after several inflations. The procedure was completed with symmetry, sterling, mustang and non-bsc balloon catheters. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device was returned, there was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole 11mm from the distal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no indication of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Patient age at the time of event: patient over 18 years old. (B)(4).